Event description:
It was reported that this implantable pacemaker and non-boston scientific lead, triggered an automatic lead safety switch (lss) from bipolar to unipolar configuration. This was due to low out of range pace impedance measurements less than 200 ohms. Health care professional (hcp) suspects a spring contact issue. Technical services (ts) reviewed the data and observed there are multiple ventricular events in the logbook that are just noise, even after the lss. Technical services (ts) discussed behavior appears to be a lead rather than device issue, based on the lead age. Ts discussed troubleshooting and programming options for optimization. No adverse patient effects were reported. The device remains in service.